Manufacturer narrative:
H10: e1 reporting institution phone number - (B)(6). E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting a 35-volt power failure. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
Per the good faith effort (gfe) response received, no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair. Therefore, it could not be determined if the device failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. Product UDI is corrected.